Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that there was no migration and just did not work.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2024, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and urgency frequency. Their trial started on (B)(6) 2024. It was reported that there was a lead migration, lead moved, or wire moved. It was unknown whether there was a connector migration or if the product migrate around or entangle around internal organs. The patient experienced loss of stimulation and loss of therapy. It was reported that there was a broken lead, lead damaged or lead cut. The patient advised that their leads are disconnected or came out and that their symptoms are worse. The cause of the issue was unknown. It was unknown whether the issue was resolved.